Event description:
The device received has been classified as an unreconciled blind. No further information.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator, the hand control switch assembly buttons were found to be not functional when activating the device. However, no issue were noted when the device was activated with a footswitch. During functional testing on the gen11 a yellow message screen was displayed, ¿instrument error detected.¿ this error screen indicates an internal error with the instrument that prevents it from being used. Then the ¿replace instrument¿ yellow message screen displayed after receiving two consecutive yellow alert screen messages and is advising of potential blade damage. The instrument was disassembled to inspect internal components and thermal damage was found at the shrouds, insulated pin interface and the hand activation wiring. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation.